Event description:
The physician was attempted to advance an endeavor sprint rx (2.50 x 8mm) drug eluting stent to the right posterior descending. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on withdrawal of the stent it was noted that the stent was deformed. Evaluation summary: slight damage was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification; the stent of the returned device exhibited deformation to the 1st distal strut.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).